Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely depressed mg results is unknown. However, the instrument data shows the cluster of depressed mg results was restricted to a reagent well pair in the mg flex reagent cartridge. The issue is under investigation by siemens healthcare diagnostics inc.

Event description:
Discrepant depressed magnesium (mg) results were obtained on patient samples. Patient results were reported to physicians. The account repeated the samples with an alternate dimension vista instrument and higher results were obtained and corrected results were reported. Patient treatment was prescribed on the basis of the falsely depressed mg results for two patients. There was no report of adverse health consequences as a result of the falsely depressed mg results or treatment.

Manufacturer narrative:
Original MDR submitted (B)(6) 2015. Examination of instrument data indicates that discrepant depressed magnesium results were flagged ""abnormal assay"" and should not be reported per operator's guide instructions.